Manufacturer narrative:
It was reported that on (B)(6)2019 a patient with a known prosthetic mitral valve underwent an maze technique atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter, and an entrapment issue occurred requiring surgical intervention. On 12/24/2019, additional information was received indicating when the operation was continued to remove the stacked catheter, the catheter was detached, but the surface structure of spine that was caught at that time was cut off and left in left atrium. The corresponding spine of the removed catheter had a bare lead. The remaining spine was successfully removed using a snare catheter. There was also prior information that valve replacement was performed using a mitral valve as a mechanical valve before the start of the procedure. The procedure itself then continued with the procedure and was otherwise completed without any problems. There is no impact on patient now. Manufacture reference no: (B)(4).

Manufacturer narrative:
On 6/26/2020, the product investigation was re-completed after the investigation was re-open to clarify the investigation details. It was previously reported that ¿the device was inspected and was observed damaged with spine detached and wire exposed.¿ it has been clarified that ¿the device was inspected, and spine d has been torn off of catheter with internal wires exposed. A second closer inspection was performed, and also observed the damage with the spine detached and wires exposed.¿ the previously reported conclusion indicated, ¿the costumer complaint was confirmed. However, the root cause of the damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure since the instructions for use state ¿do not use pentaray catheters in patients with prosthetic valves.¿¿ the clarified conclusion indicates, ¿the customer¿s complaint was confirmed. However, the root cause of the spine damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure since the instructions for use (IFU) states ¿do not use pentaray catheters in patients with prosthetic valves.¿¿ it was also noticed that an incorrect statement was reported under 3500a medwatch follow-up # 2: it was incorrectly reported that, ¿a manufacturing record evaluation was performed for the finished device, and internal actions were found during the review.¿ the correct statement is, ¿a manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-000560561.

Manufacturer narrative:
It was reported that on (B)(6)2019 a patient with a known prosthetic mitral valve underwent an maze technique atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter, and an entrapment issue occurred requiring surgical intervention. During an internal review on (B)(6)2020 , it was noticed that section h6 device code was omitted in the initial error. Section h6 has been updated with detachment of device component. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no:(B)(4).

Manufacturer narrative:
In the supplemental report# (B)(4) , the g4 section was incorrectly reported as (B)(6)2020 . The g4 section has been updated as(B)(6)2020 . Manufacture reference no: (B)(4).

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the manufacture record evaluation (mre), once we get more information it will be submitted in the supplemental. No code available was used to represent the required surgical intervention. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacture reference no: (B)(4).

Event description:
It was reported that on (B)(6) 2019 a patient with a known prosthetic mitral valve underwent an maze technique atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter, and an entrapment issue occurred requiring surgical intervention. The catheter was removed but one spline remained stuck in the valve and was removed using a snare tool. The removed catheter had an exposed wire. The procedure was completed without patient consequence. The pentaray nav eco catheter instructions for use states ¿do not use pentaray¿catheters in patients with prosthetic valves.¿

Manufacturer narrative:
It was reported that on (B)(6) 2019 a patient with a known prosthetic mitral valve underwent an maze technique atrial tachycardia (at) ablation procedure with a pentaray nav high-density mapping eco catheter, and an entrapment issue occurred requiring surgical intervention. The biosense webster inc. Product analysis lab received the device for evaluation. The investigational analysis completed 3/13/2020. The device was inspected and was observed damaged with spine detached and wire exposed. A manufacturing record evaluation was performed for the finished device, and internal actions were found during the review. The costumer complaint was confirmed. However, the root cause of the damage observed cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure since the instructions for use state ¿do not use pentaray catheters in patients with prosthetic valves.¿ manufacture reference no: (B)(4).